Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's parent received an alert for a high cgm reading and adjusted her pump. Five minutes after this the value suddenly dropped and the patient had a blood glucose reading of 40 mg/dl. Before the patient could react, she fainted and the emergency services were called. The patient was taken to the hospital and at the time of the report the patient was in the hospital for 2 days, and the plan was that she was going to be discharged the day after. The parent was not able to provide any information regarding possible treatment or medication received. At the time of the report the patient was well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.